Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2022, a 25mm amplatzer cardiac plug was implanted. On (B)(6) 2022, the patient presented with shortness of breath to the hospital. A echocardiogram (echo) was performed and a pericardial effusion was noted that led to a tamponade. A pericardiocentesis was done the cath lab. At the time of report, the pericardial effusion had not been resolved. The cause of the pericardial effusion is unknown at this time. At the time of report the patient was in the hospital with a drainage.

Manufacturer narrative:
An event of pericardial effusion and tamponade was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. However, an echo disc was received and reviewed which confirmed the reported event of pericardial effusion. Based on the information received, the cause of the reported incident could not be conclusively determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. H6. Device code - 2993 has been added.

Event description:
N/a.